Manufacturer narrative:
(B)(4). Method: the complaint neopuff device was returned to our service centre in (B)(4) where it was inspected by a trained fph service engineer. Our investigation is based on the information provided by the regional fph service centre. Results: inspection of the returned device revealed that the tube at the manometer inlet port has come loose from the manometer. Conclusion: the neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. All neopuffs are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The tube was connected to the manometer inlet port and the device was tested according to the neopuff technical manual. The complaint neopuff was returned to the customer after passing the safety and performance checks.

Event description:
A distributor in (B)(6) reported that there was no pressure on the manometer on an rd900 neopuff infant resuscitator when it was connected to the gas supply. They further requested a repair of the device. This was found prior to patient use.